Event description:
It was reported that the patient that the patient presented to the emergency room after being shocked externally in the ambulance in route to the hospital. The patient received CPR and was pronounced dead. It was also noted that the patient was receiving shocks after being pronounced dead and a magnet was taped to the chest. The actual cause of death is unknown and unable to obtain additional information surrounding the death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.